Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. Additional observation not reported by site: the instrument was found to have teflon pad damage on the clamp arm. The teflon pad was dislodged and was not returned with the instrument. The teflon pad measured 0.104" x 0.373" in size. The root cause of this failure is attributed to the user. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b, i.e patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date in section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument exhibited no cut or coagulation function. The cable was changed which restored the cut function, but the coagulation function was still not working. The procedure was completed using a backup instrument. The procedure was delayed by less than 15 minutes. On 14-oct-2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no patient injury or harm.